Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator for patients with inflammatory bowel disease. It was reported that the patient had pain it was reported that approximately 7-days post index procedure ((B)(6) 2023), the subject reported pain in the lower back/tailbone area. The pi and sponsor agreed on bedrest, and the subject should visit ed if the pain increased. On (B)(6) 2023, the subject notified the site that the pain had increased, and he could not walk without significant pain. Per instructions, the subject went to ed on the same day. Ed performed physical assessment, imaging, and bloodwork, and consulted pi for guidance. There was no infection at the incision. The subject underwent a revision on (B)(6) 2023. The lead had migrated 1-2 cm deeper than initial placement in the right lower lumbar quadrant. The device and the leads were exteriorized, and a new lead was deployed on the left side. The adverse event was resolved on (B)(6) 2023. Definitely related to the device and procedure.